Event description:
A malfunction was reported on the customer's pump, displaying the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer had experienced at least three prior occurrences of the same issue. Technical support resolved to replace the pump, confirmed the shipping address, and planned to send a pump with updated software. The customer was advised to use storage mode before returning the faulty pump within 10 days. Instructions for handling the replacement were provided, and the customer acknowledged understanding these steps.